Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. It was noted the patient had a sensation of surges. It was noted the plan was to monitor all electrode impedances (not just therapeutic impedances). It was noted if it worsened they would consider obtaining an x-ray to get a closer look at the ins and header block to check the wires for kinks. It was stated if the patient had persistent surges perhaps a surgery would occur to make sure the connections were fully sealed. It was stated they had a surging sensation from the left ins up through their head. It was noted there was no injury to the patient.

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted they had a surging, shocking sensation at the left implantable neurostimulator (ins) site. It was noted it was intermittent. It was stated the patient could go quite a while without experiencing any sensation or they could have numerous episodes back to back in one day depending on what the patient was doing. It was noted they noticed it more when they would cross their left arm over their chest or lift their arm above their head. It was stated the surges were not always painful but they would feel them. It was stated the patient did not have any falls or trauma. It was stated the patient¿s granddaughter had pressed on their left ins back in (B)(6) 2013 but they didn¿t notice any change at that point. It was noted they had the issue for 6 months prior to report. It was stated they had reported it to ¿this clinic¿ in (B)(6) 2013 after they noticed it when they washed and dried their car. It was stated therapy impedances were normal. It was stated they did not document the electrode impedances but they were stated to be normal. It was noted the patient had good therapy results and no other complaints or issues regarding the device or therapy. It was stated they tried to replicate the sensation with palpation of the header block and they had the patient replicate the position they would typically feel it in but they had no luck.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v311820, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v311858, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).